Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however defects were identified during service evaluation. Hence this complaint can be confirmed. It was found that the motor did not run smoothly. Also the resistance values of the keypad of the hand control set was out of range and the device failed the hipot test. The defective motor, motor cable and the hand control set were replaced and the device was modified as per the specifications of the manufacturer, repaired, tested and found to be fully functional. Given the information provided, we cannot discern a definitive root cause of the defective components of the device which is responsible for the device to fail the hipot test. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/30/2014 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in the (B)(6) that during service evaluation, it was determined that the handpiece device failed the electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.